Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 16 september 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total left knee arthroplasty due to degenerative osteoarthritis. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial component, swelling, decreased range of motion and pain. The surgeon reported significant scar tissue on the knee, as well as significant limitation of motion to the knee. He indicated there was no loosening of the femoral component and did not comment on the patella, neither component was revised. The surgeon noted the tibial component elevated fairly easily, though did not indicated the tibial component was loose, though it was revised. The surgeon reported no intraoperative complications. All depuy components and cement were implanted in the revision. Doi: (B)(6) 2014. Dor: (B)(6) 2018, (lt knee).